Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: as no product, photos or imaging received to support this investigation it has not been possible to conclude an exact root cause for this event. Nothing indicates device failure or that the device was not advanced according to instructions why it is believed that the patient's tortuous anatomy may have contributed to this incident cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a male patient with very tortuous aorta arch underwent taa repair. After placing zteg-2p-28-200-pf in the proximal side, the user placed zteg-2p-32-140-pf in the distal side and attempted to retrieve the inner catheter. However, the inner catheter tip got caught in the previously placed stent graft in the proximal side ((B)(4)). It caused migration of the stent graft that moved down into the taa ((B)(4)). To treat the migration, he attempted to place esbe-28-80-t-pf in the proximal side, but its delivery system would not advance ((B)(4)). Instead other manufacturer's stent graft was placed in the proximal side and the procedure was completed with only type ii endoleak. Patient outcome: the patient did not experience any adverse effect due to this occurrence.